Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that patient had a periprosthetic fracture as the result of a fall. Patient had a short anterior nail that was implanted from a previous fracture. The patient fell and broke the bone distal to short nail. Surgeon used 5.0 targeting instrumentation for distal femoral plate and when implanting the screws, surgeon used torque limiter and screw did not seat all the way down on the plate. Surgeon tried again to get the screw to seat all the way with same result. Surgeon tried to tighten the screw down with a hand screw driver and broke the head of the screw driver in the process. Surgery was completed without delay or any adverse consequence to the patient.

Manufacturer narrative:
The reported event that the screwdriver t20 was alleged broken could be confirmed, since the returned device matched the reported failure. Based on investigation, the root cause was attributed to a rd/design related issue. The device inspection revealed that the tip of the screwdriver is broken and showed the fracture pattern on the tip is consistent with over torqueing. The breakage occurred because the device was manufactured according to an old drawing where the design of the blade of the screwdriver didn't allow the application of high torque forces. The breakage of the screwdriver tip was addressed by the nc/CAPA and a design change was already implemented on this device in order to increase its torque resistance. Note, as stated in the IFU (v15011): ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! Special comments for application only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way. In the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure.'' A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that patient had a periprosthetic fracture as the result of a fall. Patient had a short anterior nail that was implanted from a previous fracture. The patient fell and broke the bone distal to short nail. Surgeon used 5.0 targeting instrumentation for distal femoral plate and when implanting the screws, surgeon used torque limiter and screw did not seat all the way down on the plate. Surgeon tried again to get the screw to seat all the way with same result. Surgeon tried to tighten the screw down with a hand screw driver and broke the head of the screw driver in the process. Surgery was completed without delay or any adverse consequence to the patient.